Event description:
The customer reported that they received erroneous results for one neonate when testing between the cobas b 123 instrument located in an infant intensive care unit and the laboratory. Three samples were taken at different times throughout the day and tested for ise sodium electrode(na). The erroneous results from the cobas b 123 instrument were reported to the physician; however, patient treatment was based on the results from the laboratory. The first sample at 6:00 a.m. On the cobas b123 instrument was 114.5 mmol/l. The sample was then tested at the laboratory with a result of 125 mmol/l. The second sample at 1:00 p.m. On the cobas b123 instrument was 116.2 mmol/l. The sample was then tested at the laboratory with a result of 126 mmol/l. The third sample at 8:00 p.m. On the cobas b123 instrument was 121 mmol/l. The sample was then tested at the laboratory with a result of 129 mmol/l. At the time of the results obtained at 6:00 a.m. And 1:00 p.m., the level 1 control values were out of range. At the time of the result obtained at 8:00 p.m., all control values were within range. It was asked, but it is not known if the patient was adversely affected. No adverse events were alleged. The ise sodium electrode lot number was 21543683. The expiration date was requested but not provided.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A specific root cause could not be identified. Calibration and quality controls were acceptable. The investigation determined that, in general, the cobas b123 instrument worked correctly. The bias between the cobas b123 instrument and the laboratory instrument could be due to different measurement principles and different reference methods.